Manufacturer narrative:
Date of event in b3 is estimated.

Event description:
According to the complaint, when analyzing a sample, the patient ID layout on the abl90 flex plus analyzer (serial number: (B)(6) is not looking correct. The same patient ID is used on all samples, even though nothing has been entered by the user. When the user was checking an earlier sample result, this same patient ID is shown on the patient ID screen. However, correct results were transmitted via lis. No reports of death or serious injury.